Event description:
It was reported that a patient notifier and remote monitoring alert was triggered on (B)(6) 2014 for low lead impedance. The lead was capped and replaced (B)(6) 2015. The patient was doing fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.